Event description:
A customer contacted baxter's technical service center to report that they received the field corrective action (fca) letter dated january 8, 2010 and stated that the wife has been overfilled in the past during therapy. The technical service representative (tsr) reviewed program, continuous cycling peritoneal dialysis (ccpd), total volume (tv)=12000ml, fill volume (fv)=2200ml, last fill volume (lfv)=1000ml, cycles 5. Caregiver said that hp does mid day exchange, fv=1500. Tsr asked hp when the last time was that hp felt overfilled. Caregiver said about a month ago and it was usually in the first couple of cycles. Tsr reviewed initial drain alarm (ida)=50. Tsr explained ida and program to caregiver, tsr suggested that the caregiver follow up with the nurse (rn) to increase the ida. The tsr explained the letter to caregiver. On 3/29/2010, product surveillance received additional information from global pharmacovigilance (gpv). Gpv obtained information from the nurse who stated that the machine started to fill 2000ml and the machine started another fill without draining. Patient noticed abdominal distention and discomfort. Husband (B) (6) bypassed and completed manual drain. The nurse indicated that the outcome was resolved. According to the nurse, it was unknown if the event was related to the product.

Manufacturer narrative:
(B) (4).device not returned evaluation will not be done.

Manufacturer narrative:
(B)(4). There is an ongoing CAPA investigation, (B)(6), associated with this report. The correction and removal (c and r) number is 1423500-01/08/10-001-c.

Manufacturer narrative:
(B)(4).